Event description:
Literature was reviewed regarding subclinical leaflet thrombosis (slt) after transcatheter pulmonary valve implantation (tpvi). The study included six patients who all underwent tpvi with the medtronic harmony valve (25 mm size). Following tpvi, three patients received dual-antiplatelet therapy (aspirin and clopidogrel), while the other three patients received anticoagulation therapy (edoxaban and clopidogrel). Ultimately, the authors identified three cases of slt/hypoattenuated leaflet thickening with valve under-expansion via cardiac computed tomography at one-week post-tpvi. The authors noted that all three patients with slt had been placed on dual-antiplatelet therapy after tpvi. Interventional measures consisted of continued dual-antiplatelet therapy and planned long-term follow-up. Additionally, varying degrees of pulmonary regurgitation (trivial to mild) were recorded among all patients in the study.

Manufacturer narrative:
Citation: akazawa y, higaki t, kashiwagi k, et al. Subclinical leaflet thrombosis after transcatheter pulmonary valve implantation: two clinical concerns. Circ cardiovasc imaging. 2024;17(6):e016459. Doi:10.1161/circimaging.123.016459 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.